Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had undergone x-ray during change out due to normal eri and externalized conductors were noted on the x-ray. Patient was asymptomatic. The electrical function of the lead was observed and tested and no anomalies were detected. Lead was capped and replaced. Patient¿s condition was stable.